Event description:
It was reported that 10 pen ndls 32g 4mm pro experienced an inability to deliver insulin/medication prior to use. The following information was provided by the initial reporter: customer reported needle appeared blocked. Customer returned to point of sale and reported needle appeared blocked. Dialed up 2 units for prime and insulin did not come out of pen .pharmacist/cde also tried with 7 pn and 6 were blocked.

Manufacturer narrative:
Investigation: ninety five sealed 32g x 4mm pen needle samples were returned from lot. No. 9092806, cat. No. 320566. A clog test was carried out on all ninety five samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 pen ndls 32g 4mm pro experienced an inability to deliver insulin/medication prior to use. The following information was provided by the initial reporter: customer reported needle appeared blocked. Customer returned to point of sale and reported needle appeared blocked. Dialed up 2 units for prime and insulin did not come out of pen .pharmacist/cde also tried with 7 pn and 6 were blocked.